Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced failure code 808:02. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is currently in the process of being evaluated. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this device is an unremediated colleague pump with a user interface module software version of 6.12.00. Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was confirmed in the pump's event history, but not duplicated during product evaluation. Therefore, no assignable cause was provided during product evaluation. As a precaution, the pumphead module was replaced. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).